Event description:
It was reported to boston scientific corporation that a van- tec occlusion balloon catheter was used during a percutaneous nephrolithotomy procedure. According to the complainant, during the procedure the occlusion balloon was difficult to inflate, and all of a sudden it inflated quickly and ruptured in pelviureteric junction. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient is schedule to go back in to have the procedure again.